Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed, and upon attempting recovery, the screen displayed the message, device not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) had proceeded to perform a thorough inspection of all row board connections and rear connections, including resetting connections and found few loose pills were identified outside of packaging which was returned to the pharmacy, then disassembled the drawer to verify that no foil or obstruction was present beneath the row boards and removed a pill found partially lodged under one board, ensured that all cables for the drawer modules were disconnected and reconnected properly. Further fse identified that the zebra printer connected to the unit had a large number of pending print jobs due to the printer being in a paused state, then cleared the print queue to resolve the issue and verified that the configuration was correct, reset the printer to prevent unnecessary label wastage. The system functioned as intended after the field service engineer repaired the device.